Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient is implanted with two swift lock anchors with the same lot number. It was reported the patient underwent surgical intervention for a lead revision (reference MFR. Report: 1627487-2015-26508). During the procedure one of the swift lock anchors broke and is unable to be explanted because it is too deep in the fascia to be explanted.